Event description:
During the patients procedure for lead fracture, the 4th lead was pulled out of the epidural space by the physician. As a result, the lead was replaced.

Manufacturer narrative:
It was reported to abbott a patient underwent a lead revision of their drg system. Three of the patients¿ drg lead were fractured. While removing the three fractured leads, the fourth pulled out. As such, all 4 leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.